Event description:
This console was not on a pt. While conducting a training class, the customer reported that the audible alarm failed to sound on the top controller when the controller was initially turned on. Syncardia has requested that the console be returned for eval. This alleged failure mode did not pose a risk to a pt because it occurred during a training class and was not on a pt. In addition, this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions because the console has a redundant, backup controller, and a redundant visual alarm on the controller.